Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Patient stated it was charged and it went from 130 to 100 while charging. No actions taken; stimulator was not doing its job.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was the implant was not helping with the neck. It was supposed to heal the nerve. It never helped the neck since implanted. Patient woke up one day, 2 days really, their whole left side fell asleep and patient had never had that happened before. Patient told the pain doctor about it last month and the doctor said it could be the stimulator because when patient was laying on their side the stimulator was like going crazy doing its job and numbing their whole side. Patient also mentioned they see healthcare provider every 30 days. Patient mentioned the rep will meet them at their appointment with healthcare provider next tuesday at 3pm.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
: Additional information was received from the patient. They reported that it went from 100% to 30 % and that nothing has been done.